Event description:
It was reported that the subject device had circuit board issue. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d4, h2, h3, h6. The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: light-emitting diodes (led's) are flickering due to a depressed front panel. Based on the results of the investigation, it was likely stress led to the malfunction; however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was sent in error as the circuit board failure would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.